Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
On (B)(6) 2022, the fetal monitor was ready to be used for fetal heart monitoring but no fetal heart rate audio could be heard. The device was not in clinical use when the issue was discovered.

Manufacturer narrative:
Based on the information available and the numerous good faith efforts to obtain information, without testing by a filed service engineery being conducted, the cause of the reported problem was no fetal heart sound, the reported problem, was not confirmed. Per the customer response, it was stated that there was no physical damage, the unit is operational as needed. Customer stated that they repaired the issue themselves without any detailed information. Issue has been resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the fetal heart monitor indicating that no fetal heart sound was heard after the probe was inserted. The device was in use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Device serial number has been updated.